Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. Section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant reported a 21-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported that after the explant, the patient developed an infection at the direct access graft site. A vacuum-assisted closure of a wound was utilized to manage the patient¿s infection. The patient survived the event.

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. Added- h6 component code 925.